Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 250cc, catalog number 3502250, serial number: (B)(4), lot number: 7344926. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 250cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Additional information received on (B)(6) 2019 identified the device serial number as (B)(4), which was originally reported as the concomitant product in the initial report submitted on 11/13/2018. Additionally, the patient underwent device removal and replacement with saline mentor smooth round moderate plus profile 300cc, catalog number 3502300, serial number (B)(4) , lot number 7588286 (l) and serial number (B)(4), lot number 7587572 (r). On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. During evaluation the device appeared intact. Leak test was performed, and a rent measuring 0.1 cm was observed on the anterior aspect and a valve leak was observed. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).